Event description:
Just a note to describe a twist on an old problem. A nurse attempted to program an infusion pump by inputing 13.0 cc/hr. Rptr thinks one can guess what happened: 130 cc/hr. The order for the IV did not include the trailing zero. The decimal point key on the pump was somewhat worn and difficult to engage, hence the error. This is, obviously, more of an issue on pediatric units. The pump was an imed, though rptr doesn't have the model number handy. The pt is fine. The error was discovered within one hr. This was a tpn solution. The glucose was checked and was elevated so the tpn was slowed for a while.